Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited noise oversensing which caused pacing inhibition. Programming changes were made. The patient was stable throughout.